Manufacturer narrative:
Device evaluation summary: during a visual evaluation, an anomaly was observed in the posterior view on the device consistent with a crease/fold. A tear was also observed within the crease/fold and extending to the anterior view, measuring approximately 14.9 cm. The evaluation determined that the loss of shell integrity is consistent with a crease fold deflation of the implant shell, which is a known inherent risk of saline-filled mammary prosthesis. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Reason for device explant and/or reoperation: deflation. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female underwent primary breast augmentation with 350cc saline mentor smooth round moderate profile breast implants and experienced deflation on the right side postoperatively. As a result, the patient underwent bilateral device removal and replacement with 500cc saline mentor smooth round moderate plus profile breast implants, catalog number 3502500, serial numbers (B)(4) on the right side and (B)(4) on the left side on (B)(6) 2020.